Event description:
Complainant alleged that the clinicians were attempting to pace the heart rhythm of a patient (age and gender unknown), but the device did not capture the patient's heart rhythm (device ma and ppm settings unknown). The clinicians then obtained a second device and successfully captured the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.